Event description:
The customer observed a falsely elevated calcium result generated on the alinity c processing module for a 60-year-old male patient sample. The following data was provided for one sample (customer¿s reference range 2.15-2.51 mmol/l): sample ID (B)(6): (B)(6) 2026 initial result = 3.87 mmol/l (B)(6) 2026 new sample obtained. Sample ID (B)(6) result = 2.42 mmol/l, ionized calcium result = 1.27 mmol/l (normal range 1.15-1.29 mmol/l) (B)(6) 2026 new sample obtained and result with different lot = 2.39 mmol/l . The patient was admitted to the hospital for evaluation, however, no further impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely elevated alinity c calcium results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Data and information provided by the customer were reviewed and support the complaint issue a review of tracking and trending did identify an increase in complaints for list number 07p57, however, an increase in complaint activity for lot number 77018un24 was not identified. A review of field data shows the median population result for the complaint lot is within established limits, indicating that the lot is performing acceptably in the field. A review of the device history record did not identify any nonconformances or deviations associated with the lot number and complaint issue. Labeling was reviewed and found to adequately address the issue. Based on the investigation, no systemic issue or deficiency with the alinity c calcium assay for lot 77018un24 was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated calcium result generated on the alinity c processing module for a 60-year-old male patient sample. The following data was provided for one sample (customer¿s reference range 2.15-2.51 mmol/l): sample ID (B)(6): (B)(6) 2026 initial result = 3.87 mmol/l, (B)(6) 2026 new sample obtained. Sample ID (B)(6) result = 2.42 mmol/l, ionized calcium result = 1.27 mmol/l (normal range 1.15-1.29 mmol/l), (B)(6) 2026 new sample obtained and result with different lot = 2.39 mmol/l. The patient was admitted to the hospital for evaluation, however, no further impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was included. Additional patient details are not available.